Event description:
It was reported that the lead dislodged. The lead was explanted and replaced with a longer lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst commented that dried tissue/body fluid in the sleevehead prevents the helix from extending and retracting but this is not a lead failure. Concomitant products: 5086mri52 implantable pacing lead, (B)(6) 2013. (B)(4).